Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient went to emergency room and subsequentially hospitalized for 3 days with 600 mg/dl high blood glucose values and identified ketone levels as life threatening due to the infusion set cannula was bent on (B)(6) 2025 and got treated with intravenous and fluids of saline and insulin. No further information available